Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that it was noted that the right ventricular (rv) pacing thresholds had increased, loss of capture as well as undersensing was noted at a follow up. The devices sensitivity was reprogrammed. The patient will be re-examined and an x-ray will be performed. A possible replacement will be scheduled. No adverse patient effects were reported.

Event description:
At this time no further information was provided and the system remains implanted.